Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20dec2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that a v1000 ventilator experienced a "bad external oxygen (o2) cell". The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 04jan19, date rec¿d by MFR : 03jan19. The philips service engineer (se) inspected the device and verified the reported issue. The o2 cell was expired and a new o2 cell was installed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that a v1000 ventilator experienced a "bad external oxygen (o2) cell". Reportedly, the device would not pass extended self testing (est).the ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.